Event description:
A report was received that the implant hurts and that the patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient¿s pain was due to the necrotic tissue on the incision site. The physician removed the necrotic tissue and closed it out with no medical treatment given. The patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the implant hurts and that the patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.